Manufacturer narrative:
The information provided that the case severity with the initial report was incorrect. The correct information has been included with this report.

Event description:
Case severity has been updated to serious injury.

Manufacturer narrative:
Initial report or supplemental report had the incorrect aware date. The correct aware date is march 04, 2019.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s friend reported via phone call that their insulin pump was not working at all. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.